Event description:
Reporter stated performing two blood glucose tests with results of 0 (zero) and 3 mg/dl, respectively. Reporter stated he was placing the blood sample on teststrip improperly and was then putting the teststrip into the meter upside down. Reporter stated he was not experiencing any symptoms. Control solution test was 113 (88-133) mg/dl. Reporter then tested while in contact with lifescan and received a blood glucose result of 127 mg/dl.